Manufacturer narrative:
(B)(4). Not available.

Event description:
It was reported that during the implant procedure, the physician had difficulty inserting the guidewire through the lead. The lead was no longer used and replaced. The patient was doing well post surgery and would continue to be monitored.